Event description:
The customer reported that the fiber / laser system kept going into fiberlife mode at 62,782 joules of use, during a prostate procedure. The case was completed using a second fiber without further issue. There was no injury reported.

Manufacturer narrative:
The device was returned to the MFR and analyzed. The customers initial report that the fiber / laser system kept going into fiberlife mode, is not considered a reportable issue. Upon analysis, the fiber's glass cap was found to be detached; the glass cap was no returned by the customer. The metal cap was found to be attached, however showed signs of overheating and detritus. There was no report of injury as a result of this event and there was no indication or report of any part of the device remaining inside the pt. The fiber condition would likely result in activation of the systems fiberlife function which will modulate (pulse) the output beam, resulting in reduced tissue vaporization efficiency and or send the system to standby mode. Based on the analysis findings, a detached glass cap would also result in a forward firing condition of the side-firing surgical fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical / procedural factors encountered during the procedure, resulting in fiber breakage and cap damage. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage.